Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1211704) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the right groin, below the femoral head, at the bifurcation, via a 6f sheath (model unk). The patient's hemoglobin was noted as 8.8. Peri-procedure the patient was anticoagulated with angiomax. Following the procedure, the tech who is a trained user, selected the mynx cadence vascular closure device 5f to close the access site. It was reported that the device was deployed per the IFU. When the tech was removing the sheath, he "felt something distal and lateral." The tech put the drape away and saw a hematoma approximately 5cm in size. Manual compression was applied for 20 minutes, then a clamp was applied at the access site (duration unk). The patient was kept overnight as originally scheduled (not mynx related). No further complications were reported.